Event description:
Same case as MFR report #: 2134265-2008-01576. Clinical trial. It was reported that during a carotid stenting procedure, the tip of the stent delivery device dislodged. The target lesion for the procedure was located in the ostium of the right internal carotid artery. The lesion was de novo, 90% stenosed, and measured 4.5x15mm. The lesion was not predilated prior to treatment. It was reported that access was obtained through the femoral artery and a 90cm 6f destination sheath was used for angiography which showed a kink in the sheath. The sheath was reportedly pulled back to the base of the pt's neck, which straightened out the kink. A filterwire ez embolic protection wire was placed past the target lesion and a nexstent was advanced to the target lesion, over the filterwire. The nexstent was successfully deployed and post dilated resulting in 10% residual stenosis. When the physician attempted to recapture the filterwire for removal, difficulties were encountered and the device was removed in an open state. It was reported that the difficutlies associated with recapture were a result of the tip of the nextent delivery device remaining on the wire. The procedure was completed with no pt complications. The pt is reported to be fine post procedure.